Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation and essure insertion were performed on the same day" and device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included menorrhagia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("allergic rash"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy(partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dermatitis allergic, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dermatitis allergic, dyspareunia, fatigue and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015 (summons) and (B)(6) 2015 (pfs). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2021: mr received. Event added: novasure endometrial ablation and essure insertion were performed on the same day. Lot number, reporters information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation and essure insertion were performed on the same day" and device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included menorrhagia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("allergic rash"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy(partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dermatitis allergic, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dermatitis allergic, dyspareunia, fatigue and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015 (summons) and (B)(6) 2015 (pfs). Lot number: b02266 manufacturing date: 2013-02 expiration date: 2016-02 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 19-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("allergic rash"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy(partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dermatitis allergic, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dermatitis allergic, dyspareunia, fatigue and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015 (summons) and (B)(6) 2015 (pfs). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet received: case is upgraded from other event to an incident case. Previously reported event ¿injury nos¿ is replaced with ¿pelvic pain¿. New events added: dyspareunia (painful sexual intercourse), abdominal pain, rash/skin condition, fatigue, hair loss and plaintiff did not undergo confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.